Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level exceeded 500 mg/dl, with a specific value displayed as "high." The customer took corrective action by administering a correction injection via mdi and did not require third-party assistance. Technical support assisted the customer in resetting the pump and no recurrence of the malfunction code was observed after the reset. The customer was instructed to continue using the pump and to call back if any malfunction code recurred, which they acknowledged and understood.